Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the scanner is damaged. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the scanner is damaged. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner would disconnect and reconnect anytime it was touched. A field service engineer removed the scanner and replaced the cable. After the replacement, the device entered diagnostics mode to test the barcode scanner. An acceptance test was then performed, followed by allowing the system to build up to the application. The customer was asked to test the scanner, and everything worked fine there were no further disconnections. To verify the repair, the acceptance test was passed, and the customer successfully scanned several barcodes. Additionally, the cable was moved around during testing to check for any instability, but the scanner remained connected without issues. The system functioned as intended after the field service engineer repaired the device.